Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During prep of the device for cardiopulmonary bypass procedure, the user reported that the arterial probe would not calibrate. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.